Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 4.2 mmol/l and 24.9 mmol/l within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results; customer was able to self treat with food and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.